Manufacturer narrative:
Alpha I pump, cylinders 1 and 2 and reservoir were received for evaluation. Partial separations within abrasion were noted on the longer exhaust tube of the pump. A separation was noted in the inlet tube of the pump at the tube/strain relief junction. This was a site of leakage. The surfaces appeared to be rough and irregular, indicating stress was exerted. Partial separations were noted in the inlet tube of the pump. This was not a site of leakage. A group of partial separations, indicating contact with unshod instrumentation, was noted on the pump inlet tube. This was not a site of leakage. A separation was noted in the exhaust tube of cylinder 2. This was a site of leakage. The surfaces appeared to be rough and irregular, indicating stress was exerted. No functional abnormalities were noted with cylinder 1. Two separations were noted in the bladder of the reservoir due to material degradation (note 4). These were both sites of leakage. A partial separation was noted on the inlet tube near the detachment end. This was not a site of leakage. A suture type material was tied around the inlet tube. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with the separations in the inlet tube of the pump and exhaust tube of cylinder 2 indicated that sufficient stress(s) may have been exerted on these sites to separate them while in-vivo. In addition, the separation noted in the reservoir bladder may have been a result of material degradation. The human body is capable of causing thermal and biological degradation, oxidation, and hydrolysis to occur in polyurethane. Although usually this degradation exists as surface phenomenon, over time it may cause mechanical failure. Polymers under constant flexing are more susceptible to fatigue and eventual mechanical failure. The device was assumed functioning properly for over 20 years in the patient. Material degradation may have occurred and progressed enough to cause a failure in the reservoir bladder. Occurrences of this nature are estimated to be relatively rare, and immune responses and in vivo reactions within the human body may largely influence causes for this type of event. Separations of these types could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to the pump not cycling properly. No other adverse patient effects were reported.